Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported the patient lost charger so they were unable to charge their ipg. In turn the ipg became inoperable. Surgical intervention may take place on a later date.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: the initial reporter information was updated from (B)(6) to reflect the physician who performed the surgical intervention.